Event description:
The nurse reported that after opening the package, she found that the needle was crooked and there was an unknown foreign object at the connection between the root of the needle core and the needle wing. *************************************************** *********** received update from sales representative, event description updated as follows: on the morning of september 5, while preparing the patient's intravenous infusion, it was discovered that the indwelling needle was skewed and there were glue marks on the steel needle part of the indwelling needle. The indwelling needle was immediately replaced to treat the patient, and the equipment department was notified for processing.

Manufacturer narrative:
1. The customer returned 2 photos and 1 actual sample. 1) the photos show that there are foreign matters on the surface of the needle at the connection with the paddle hub. 2) the sample returned shows: the sku is 383069, the batch code is 2137568, the unit package has been opened and there are droplets in it, the root of the needle is bent and the bending angle is greater than 10°, there are some white foreign matters on the surface of the needle at the connection with the paddle hub. Please see attachment (B)(4) for the photos. 2. DHR/bhr review (lot#2137568): 1) this batch of products were assembled at intima ii auto line 4 in june 2022, and packaged at cfs package line in june 2022. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 3. Visual inspection of the retained samples of the complaint batch, no bent needle is found, please see attachment (B)(4) for the inspection report. Take 2 of them and inspection the needle surface at the connection with the paddle hub, no white foreign matter is found, please see attachment (B)(4) for the photo. Cannula rigidity and toughness test are carried out, and the test results meet the product specifications, please see attachment (B)(4) for the test reports. 4. About needle bent : needle bent may occur in the manufacturing process in the plant, external transportation process and end use process. 5. About foreign matters: 1) put the white foreign matters on the surface of the needle into n-heptane, the foreign matters are completely dissolved. 2) according to intima ii process, the white foreign matter is the precipitate of 1502c lubricant - silicone. The needle of the intima ii device is lubricated with the 1502c lubricant that forms a dense layer on the surface of the cannula to relieve the patient's pain during puncture. 3) bd's materials laboratory in the united states conducts a normative test on the silicone used in the product process. The test results show that the silicone is a lubricant for medical devices and meets the requirements of relevant iso and FDA standards. Please see attachment (B)(4). 4) repeatedly pulling the needle up and down may cause accumulation of silicone on the surface of the needle. It is recommended that the customer follow the IFU of the device: before puncture, hold the paddle hub and y-adapter, rotate the paddle hub to release the catheter tip adhesion. Please see attachment (B)(4) for views. 6. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained samples. No similar complaints have been received from other hospitals regarding this batch of products. Through the inspection and analysis of the returned sample, the root cause of the needle bent cannot be determined. The foreign matter on the surface of the needle at the connection with the paddle hub is silicone, which is a lubricant for medical devices and meets the requirements of relevant iso and FDA standards.

Event description:
It was reported that foreign matter was found at the connection of the bd intima ii¿ IV catheter prn adapter needle and wing before use. The following information was provided by the initial reporter, translated from (B)(6): "the nurse reported that after opening the package, she found that the needle was crooked and there was an unknown foreign object at the connection between the root of the needle core and the needle wing.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.